Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
The vascade device was selected for closure. The device was inserted into the sheath, the disc was deployed and temporary hemostasis was achieved. The sheath was removed, the key was inserted into the lock, and the black sleeve was retracted. At this point, it was observed that the distal outer sleeve had separated from the joiner and had not retracted with the rest of the black sleeve. The disc was de-deployed and the entire device was removed from the access site. The staff reverted to manual compression. No injury or complications noted.